Manufacturer narrative:
The reagent lot number is 894309 and the expiration date is 31-oct-2026. The field service engineer (fse) found contamination buildup on two solenoid valves. The fse performed decontamination, replaced the solenoid valves and vacuum diaphragms, performed vacuum supply cleaning, and performed precision testing, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. On (B)(6) 2026, the initial result was 6.67 mg/dl. The customer questioned the result as it did not match the patient's previous results which prompted them to repeat the sample. The sample was repeated on another c503 analyzer and the result was 9.15 mg/dl. On (B)(6) 2026, the sample was repeated again on the original analyzer and the result was 9.44 mg/dl. The result of 9.15 mg/dl was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.